Manufacturer narrative:
The pdm was returned for evaluation and no problem was found that would have caused or contributed to either "false-high" or otherwise erroneous blood glucose readings. The bg meter was thoroughly investigated using test strips both cleared for use with the omnipod system as well as with the style of test strip reportedly used by the customer (which are not yet cleared for use with the omnipod system). All tests performed (for both strips) resulted in readings within specified tolerance limits. The bg meter was found to have performed as intended and was fully capable of providing accurate readings. All other testing performed on the pdm confirmed that the device was functioning as designed. Based on the investigation results, there is no indication of any pdm failure that would have contributed to erroneous bg readings. No problems were found. The customer reported that he was using test strips not yet cleared for use with the omnipod system to take bg readings. Through a dedicated page on its website and through email notification, insulet has informed its customers that only "current" test strips (which have been cleared for use) should be used until clearance for the "new" test strips has been obtained. No internal corrective action has been initiated as a result of this report as no pdm failure mode was found. The device performed as designed without issue. Note: following the event, insulet product support conducted training with the customer on the pdm's bg meter.

Event description:
The customer reported a hypoglycemic episode where "very low" blood glucose levels were experienced. As a result, he was placed in the hospital for a four-day period. Prior to this event, he had received high bg readings from two pods - he believes that the "pdm blood glucose meter is to blame" for providing incorrect bg readings that show levels higher than what his levels actually are. (The implication is that false-high readings from the pdm would prompt him to unnecessarily administer insulin, resulting in the "very low" bg levels that required hospitalization.) He indicated that he had been using test strips not yet cleared for use with the omnipod system to take bg readings. He also reported that he had not confirmed bg readings with any back-up meter. The customer "does not trust" his current pdm and will return to the omnipod system once a replacement device is provided. The suspect pdm will be returned for evaluation.